Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during several inflations, the balloon ruptured. The device was replaced with a 5.00mm x 12mm nc emerge balloon catheter. However, during the fourth inflation, the balloon ruptured. The device was completely pulled out of the patient's body without any problems and the procedure was completed without additional inflation. There were no patient complications were reported and the patient was in good condition post-procedure.